Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl which was treated with syringe. Customer¿s current blood glucose was 200mg/dl. Customer stated that they had symptoms like vomiting. Customer alleged for insulin pump under delivery. Customer mentioned that the drive support cap was normal and insulin was not coming out for quick release. Customer also reported that insulin pump was not working. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No unexpected battery alarms including battery power loss or battery out limit alarms were noted. Unit received with minor scratched display window and case.